Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The physician initiated the procedure and did all initial preparation. He inserted the delivery system at the lesion site and began to release the stent. When the stent was about 30 to 40&#63506;eleased, there was a noise, the cover of the delivery system dropped from the blue part and the stent became stuck. The physician tried repeatedly to unsuccessfully deploy the stent, making it necessary to open the patient's leg to remove the stuck stent.

Manufacturer narrative:
Additional information received from (B)(4). After the surgery, the patient was sent to the ICU. Since this was a patient with chronic obstructive pulmonary disease (copd), and there was need to convert the spinal anesthesia to general anesthesia. There was a certain difficulty in the weaning from mechanical ventilation in the ICU (about 48 hours). Which was a reason for the extension of the patient¿s admission. The patient was discharged 4 days after the procedure, without any sequelae. Follow-up after 1 week showed the treated artery with good perfusion and palpable distal pulses. Control doppler after 20 days showed patency of the stent. (B)(4)

Manufacturer narrative:
Device evaluation summary: the protege everflex self-expanding peripheral stent system was received for evaluation. The stent delivery system was received separated into two segments. The everflex stent was received in three segments. The distal marker hoops of the everflex stent were not returned. The proximal segment of the protégé stent delivery system was received with the deployment paddles approximately 90mm apart. The safety locking pin was tight and crystalline residue was noted within the stopcock tube. The adhesive bond between the stent delivery system¿s outer sheath and the manifold was noted to be separated from each other. The distal and proximal segments of the protégé stent delivery system appear to have been cut. Approximately 50mm of the distal inner assembly plus the distal tip of the stent delivery system exhibit a tensile separation from the rest of the inner guidewire lumen within the distal segment of the stent delivery system. A single copper ribbon coil encases approximately 100mm of the distal segment of the stent delivery system. The copper ribbon coil encircles both the stent and the distal end of the outer sheath. Using a wire cutter, the copper ribbon coil was cut into two segments at the distal tip of the outer sheath. The distal segment of the copper ribbon coil was carefully un-wound from the stent. The stent was deployed by pinning the distal end of the inner guidewire lumen and advancing the outer sheath proximally. Approximately 148mm of the 150mm stent were accounted for. Missing was the distal cell row that includes the distal marker hoops. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.